Event description:
It was reported that the customer had difficulty accessing the wake button. The customer's blood glucose level was 159 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.